Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration/deterioration was confirmed based on the provided information from fcs (field clinical specialist). A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 resilia valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 2 years and 11 months later, the patient presented with shortness of breath and central leak which is due to some degenerative changes to the valve considering the patient is on dialysis", and "as per follow-up with the physician, there was valve leaflet degeneration, likely secondary to dialysis. The patient had severe central aortic regurgitation." In this case, the patient had chronic kidney disease (ckd) with dialysis. The ckd is a well-known factor that may increase the risk of valve calcification leading to early valve degeneration. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. Approximately 2 years and 11 months later, the patient presented with shortness of breath and central leak which is due to some degenerative changes to the valve considering the patient is on dialysis. Patient was treated with a 29mm s3ur valve inside the pre-existing 29mm s3ur valve successfully. There was no allegation of any edwards device malfunction or pre-mature failure. Patient was stable after tavr. As per follow-up with the physician, there was valve leaflet degeneration, likely secondary to dialysis. The patient had severe central aortic regurgitation.